Manufacturer narrative:
Pump passed the self test and displacement test. Hardware low level failure alarm (variableinfo=3) confirmed in the pump history due to broken trace. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. The customer stated that they were able to clear the alarm and able to complete the insulin pump rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.